Manufacturer narrative:
The device was returned to olympus for inspection and the inspection results determined that the observed issue was due component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited adhesive peeling around bending tube, connection between bending section and distal end is detached. There was no patient involvement.